Manufacturer narrative:
(B)(4). Final analysis found that the device had reverted to backup vvi mode twice due to software error. The device firmware was downloaded and normal function was restored. The device was exposed to extensive testing; it did not revert to backup vvi. Consequently the root cause for software related backup could not be determined. (B)(4).

Event description:
It was reported that the patient presented in clinic for follow up experiencing phrenic nerve stimulation. Upon interrogation, the pulse generator exhibited backup vvi operation. After software download, normal device function resumed. The patient's condition was fine post event. On (B)(6) 2015, the device exhibited backup vvi operation again. The device was explanted and replaced.

Event description:
New information noted patient's condition was good before, during and post procedure.